Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No battery alarm was noted. The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected no delivery alarm was noted. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window.

Event description:
The customer reported via phone call that the insulin pump alarm motor error during rewind. Customer's blood glucose was 315 mg/dl. The customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer also reported via phone call indincating that the insulin pump alarm low battery. Customer stated that they try a battery from fresh package and still experiencing low battery life. The customer was advised that we will ship a replacement battery cap and call back if issue continues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.